Event description:
It was reported that the customer woke up with blood glucose readings of 700 mg/dl. Customer was forced to use a pen to bring his blood glucose readings down. Customer declined troubleshooting. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.